Event description:
The user facility reported that the sheath separated during an a fib procedure. Follow-up communications confirmed: (1) physician inserted sheath; (2) a catheter was inserted but would not advance: (3) an angio was completed to identify problem, nothing was noted: (4) dilator of the sheath was inserted but would not completely go in, it was removed; (5) when dilator was removed the hub of sheath and several inches of the sheath came with it leaving the majority of the sheath still in the patient; (6) on the other side, a 14fr sheath was placed and a snare was used to snare sheath; (7) the remaining sheath was removed from the patient; (8) the procedure was abandoned; and (9) the patient was reported in "stable" condition.

Manufacturer narrative:
(B)(4). Results - is based upon evaluation of user facility information & the returned sample; reserve samples. Conclusions - is based upon evaluation of user facility information & the returned sample; reserve samples. The involved device was returned & evaluated by qa at the manufacturing facility. Visual inspection of the device confirmed the sheath had been broken into two pieces. The edges of the sheath at the separation site were jagged and severely deformed. The edge of the sheath that remained attached to the hub was flattened. The piece of the sheath that had broken off showed evidence of having been twisted, and was severely kinked at the distal end. The lot number was not available so three recent retention samples from the reported product code were evaluated. A visual examination was conducted and found to meet specification. Functional testing of the reserve samples confirmed all performance specifications were met. The production lot number was not provided, which prevented review of applicable production or complaint records. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).